Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: an open ventral umbilical hernia repair procedure was performed. Postoperatively there was a red irritation, described as cellulitis, which the doctor noticed in the post operative office evaluation. The doctor prescribed antibiotics. The current patient status is alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The mesh was implanted during an open repair, where it was placed between the peritoneum and the fascia. There were 4 fixation points applied. The patient returned for a postoperative evaluation approximately 11 days post op.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.